Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for seizures that were due to low blood glucose levels. The customer states they were on the pump when their levels dropped. The customer declined to troubleshoot. No further assistance provided at this time.